Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ps1 power supply was adjusted and the ups was replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys froze and that the generator would not communicate with the workstation. No pt injury was reported.